Event description:
The complainant has reported that a female patient (age unknown) underwent a diagnostic pulmonary biopsy procedure on (B)(6) 2006. During the procedure, the clinician noted that the pull wire of the radial jaw 3 biopsy forcep broke. As a result, the forcep was not able to open. The proximal end of the device was cut and removed from the scope. No component detached within the patient anatomy. The procedure was not completed. The patient did not sustain any complication or ill affect as a result of this issue.

Manufacturer narrative:
(B)(4). This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. (B)(4).